Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited possible intermittent loss of capture and pacing below the lower rate. It was noted that the patient experienced dizziness and drops in heart rate. The rv lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Event description it was reported that the right ventricular (rv) lead exhibited possible intermittent loss of capture. It was also reported that the implantable pulse generator (ipg) was pacing below the lower rate. It was noted that the patient experienced dizziness and drops in heart rate. The ipg and rv lead remains in use. No further patient complications have been reported as a result of this event.